Manufacturer narrative:
(B)(4). The device was serviced by a service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was visually inspected and an alarm log review was performed. The reported issue was identified during visual inspection including a damaged latch roller. The cause of the damage was not determined. To correct the condition, the pump head door assembly and latch roller were replaced. The device was serviced to meet functional specification. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flo-gard infusion pump had a damaged door. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.